Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported insulin was squirting out during the manual prime process. Customer's blood glucose was 218 mg/dl at the time of incident. The customer was unable to describe any damage to the drive support cap during troubleshooting. Customer also stated they did not observe a cap present on the insulin pump. Customer's current blood glucose was 174 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.